Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 87 to 110 mg/dl. Testing performed twice daily. Customer observed symptoms of depression. Medical intervention due to meter's results and observed symptoms is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from his trueresult meter to his truetack meter; observed lower results. Currently not taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 87 to 110 mg/dl. Testing performed twice daily. Customer observed symptoms of depression. Medical intervention due to meter's results and observed symptoms is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from his trueresult meter to his truetack meter; observed lower results. Currently not taking medication to manage diabetes. Verified storage of product is within instructed specification since they are kept in kitchen. Test strip lot MFR's expiration date is 10/31/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 67mg/dl (B)(6) 2015 06:30am fasting: yes; 78mg/dl (B)(6) 2015 06:02am fasting: yes; 95mg/dl (B)(6) 2015 04:00pm fasting: no; 89mg/dl (B)(6) 2015 08:40pm fasting: yes; 82mg/dl (B)(6) 2015 02:06pm fasting: yes. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).